Manufacturer narrative:
The device was discarded. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication of a device malfunction. Investigation results indicate per medical opinion, the remarkable calcium on ncc may have damaged the annulus and caused a pericardial effusion. The right ventricular perforation most likely increased blood oozing, resulting in cardiac tamponade. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during a transfemoral transcatheter aortic implantation (tavi), balloon aortic valvuloplasty (bav) was performed with a 20 mm edwards balloon catheter. Blood pressure remained low around 60 mmhg after bav. As pericardial effusion was not seen via transesophageal echocardiography (tee), a 23 mm sapien 3 valve was deployed with 1 ml less than nominal volume. After valve deployment, hypotension of 40 mmhg persisted, and tee showed increased pericardial effusion. Blood pressure became stable after pericardiocentesis. However, the right ventricle was perforated during pericardiocentesis, and bleeding persisted leading to cardiac tamponade. Hemostasis was eventually achieved by surgical repair via thoracotomy. Per medical opinion, the remarkable calcium on ncc may have damaged the annulus, resulting in pericardial effusion, however annular rupture was not confirmed. The right ventricular perforation, which contributed to the increasing pericardial effusion, leading to cardiac tamponade was due to the pericardiocentesis procedure and not an edwards device.